Event description:
During ipg replacement procedure on (B)(6) 2021, a lip was noticed on the chronic st. Jude right ventricular (rv) lead which the physician "shaved" a little. The physician had to push harder than normal to connect the rv lead to the right ventricular port of the third ipg. The rv lead and ipg remain in use. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)